Manufacturer narrative:
The behavior has been investigated. The two fast beats are expected to occur after the "program confirmed" message is displayed. The fast beats occur after the communication counter expires, which happens after the programmer finishes. Behavior has been reviewed and corrected. No further action is required.

Event description:
The reporter sent information showing the device pacing for two beats at the maximum pacing rate in the unipolar mode before going to the programmed rate of 30 ppm. According to the reported, this behavior occurred after "programming confirmed" message received. She questioned the rate and the unipolar appearance of the spikes. Programmed to dddr; rate=30 ppm; max rate=150 ppm; avdp=300 ms; atrial bi/bi; .5 mv sensitivity; auto-sensitivity=off; ventricular bi/bi; 3.5 mv sensitivity; autosensitivity-off.